Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The clip that attaches to the hd long broke (see attached picture). There was no surgical delay, but they took a moment to tape the clip to the hd long with a steri strip. I¿ve seen this happen on a handful of occasions now with the new irrigation clips and it has caused surgeon frustration. Pka procedure.

Manufacturer narrative:
Reported issue it was reported that the irrigation clip broke. Product history review not performed as lot # was not provided. Complaint history review a review of complaints related to p/n (B)(4) lot 0 shows no additional complaint(s) related to the failure in this investigation. Visual inspection visual inspection could not be performed because the product was not returned. Dimensional inspection dimensional inspection could not be performed because the product was not returned. Material analysis material analysis could not be performed because the product was not returned. Functional inspection functional inspection could not be performed because the product was not returned. Conclusion based on the pictures included with the complaint, it can be confirmed that the part failed at the top thin walled section of the irrigation clip. This feature allows the metal irrigation tube to attach to the irrigation clip. When this feature fails, the irrigation clip can no longer secure the position of the metal irrigation tube. No further conclusions can be made with the supplied information. If the part is returned, this investigation will be reopened.

Event description:
The clip that attaches to the hd long broke (see attached picture). There was no surgical delay, but they took a moment to tape the clip to the hd long with a steri strip. I¿ve seen this happen on a handful of occasions now with the new irrigation clips and it has caused surgeon frustration. Pka procedure.